Event description:
Healthcare professional reported via regulatory agency intracapsular rupture, change of devices color, and capsular contracture (baker grade ii on the left side) diagnosed with MRI. This record is for the left side. Device was explanted and is unknown if it was replaced.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2976805: - (B)(4): e2303 capsular contracture, e0307 seroma, e020201 anxiety, a010102 device appears to trigger rejection, a040606 material invagination. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.